Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including facility, surgery date(s), or related patient information was not provided by the initial reporter. Reasonable efforts were made to obtain case information however, the reporter was not responsive. Additional details could not be collected. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that black materials or particles were found in the base of the tray following sterilization process. The initial reporter stated that the facility reprocessed the trays. No further information was reported.